Event description:
It was reported the device battery depleted earlier than expected and there was a charge circuit time out. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4470 competitor implantable pacing lead (B)(6) 2010 6947 implantable tachy lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
Evaluation summary continued: the small chip scale package (scsp) passed diagnostic system testing which included, random access memory (ram) test, built in self-test (bist), and additional current drain testing of the external sram.

Manufacturer narrative:
Product event summary: additional analysis was performed on the device. Analysis found the device to function nominally when powered by an external supply. A high current drain condition was not established. No hybrid related anomalies were observed which included stacked chip scale package inspection. The cause for the reported premature battery depletion was not determined. The analysis of 35j battery concluded no internal short occurred in the battery based on the destructive analysis results. The condition of the anode suggests the battery saw a higher device drain rate which would increase the discharge of the lithium along the edges and the likelihood of the lithium severing which was seen in the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.